Manufacturer narrative:
(B)(4). D10. Unknown dm bearing item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip procedure and subsequently, 1 month and 19 days post implantation, underwent a revision surgery due to infection. Biolox head and dm bearing were exchanged only. Stem and cup/liner remained in situ. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The product involved in the reported event was not returned for investigation; however, one picture of the explanted components in the operating theatre was provided and reviewed. The image shows the explanted femoral head and bearing covered in biological debris. No further assessment can be made based on this provided image. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause cannot be determined. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not performed, as no product part/lot information was provided. However, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.